Event description:
Reportable based on analysis completed on 19-nov-2018. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was returned for the procedure with no reported issues. However, returned device analysis revealed longitudinal balloon tear. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 4.5cm from the tip and is approximately 6mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a longitudinal tear in the balloon.